Event description:
It was reported that there was a malfunction deploying the stent and the stent was pulled out with the edge of the delivery system. After a 9x25 sheath and an amplatz super stiff guidewire were placed for a drainage procedure for a malignant biliary neoplasm, a 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. There was deployment malfunction. Upon removal of the deployment catheter, the stent was pulled out with the edge of the catheter tip. Subsequently, a 10mmx80mm wallflex biliary transhepatic stent was advanced. However, the stent also pulled out with the edge of the catheter tip upon removal of the deployment. The procedure was completed with 10x35cm biliary drain. No patient complications were reported and the patient was fine. It was further reported that the stent was deployed and while attempting to remove the deployment catheter, it was possible that the tip of the catheter caught up with the distal end of the stent causing the stent to came out with the catheter through the sheath. This happended to both stents.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that there was a malfunction deploying the stent and the stent was pulled out with the edge of the delivery system. After a 9x25 sheath and an amplatz super stiff guidewire were placed for a drainage procedure for a malignant biliary neoplasm, a 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. There was deployment malfunction. Upon removal of the deployment catheter, the stent was pulled out with the edge of the catheter tip. Subsequently, a 10mmx80mm wallflex biliary transhepatic stent was advanced. However, the stent also pulled out with the edge of the catheter tip upon removal of the deployment. The procedure was completed with 10x35cm biliary drain. No patient complications were reported and the patient was fine.